Event description:
After delivery, umbilical clamp put on baby. Baby washed, nurse removed towel, after abdomen washed, umbilical clamp slipped off. Less than 2cc blood lost. Clamped with fingers until clamp replaced with another clamp. Md notified. Clamp given to medline rep. No harm to patient.